Manufacturer narrative:
As the qc recovery was within the customer¿s established ranges for both assays, there was no indication of a performance issue with either of the reagents or with the instrument. The field service engineer determined there was residual non-detected film/bubble in the tube. He reviewed the maintenance history, and alarm trace, and checked the probes and alignments he inspected the procell syringe for contamination, reviewed test counters and measuring cell age, and reviewed camera pictures of the sample which showed a non-detected film/bubble in the tube. He ran instrument checks that were successful. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable high free psa elecsys e2g result from the cobas e 801 analytical unit. The initial free psa result was 0.00307 ng/ml and was caught in the middleware. The repeat result was 3.06 ng/ml and was reported outside of the laboratory. The initial total psa result was 0.1 ng/ml with a data flag and was reported outside of the laboratory even though free psa result was higher. The physician questioned the results, but the sample was no longer available. On 28-oct-2022, a new sample was drawn and the free psa result was 2.46 ng/ml and the total psa result was 9.2 ng/ml. The repeat results better match the clinical data for the patient. The free psa reagent lot number was 61763201 with an expiration date of 30-jun-2023. The total psa reagent lot number was 49622701 with an expiration date of 31-may-2023.

Manufacturer narrative:
The investigation is ongoing.